Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) incorrectly categorized the patient's ventricular tachycardia (vt) as non-sustained. The health care professional (hcp) also wanted to know where the rhythm ID feature was. Technical services (ts) reviewed the reports and noted that there was inappropriate therapy delivered to the patient approximately a year ago. The device subsequently was reprogrammed to turn off rhythm ID as a result. Ts also stated that the non-sustained ventricular tachycardia (nsvt) was not incorrectly categorized due to the algorithm. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) incorrectly categorized the patient's ventricular tachycardia (vt) as non-sustained. The health care professional (hcp) also wanted to know where the rhythm ID feature was. Technical services (ts) reviewed the reports and noted that there was inappropriate therapy delivered to the patient approximately a year ago. The device subsequently was reprogrammed to turn off rhythm ID as a result. Ts also stated that the non-sustained ventricular tachycardia (nsvt) was not incorrectly categorized due to the algorithm. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device delivered inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks for atrial fibrillation (af) approximately a year ago. The device remains in use. No additional adverse patient effects were reported.